Event description:
It was reported to philips that the system kept rebooting intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a non-emergency treatment, which was completed as planned by using portable c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the system kept rebooting intermittently. Upon functional testing, the fse found that the host interface board (hib) was not booting. To resolve the reported issue, the fse replaced the host interface board (hib) and downloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.